Manufacturer narrative:
Concomitant medical devices: a3dr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch. The right atrial (ra) lead exhibited oversensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.